Manufacturer narrative:
The event occurred in germany. It was reported that the rotaflow switched off during use in battery mode without giving an error message. No harm to any person has been reported. Due to the information that the pump has stopped during use, a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and it could be confirmed that the power supply board for rfc (article number 701011675) was defective and has therefore been replaced. After the replacement the device was tested and works as intended. As the part has already been scrapped and cannot be investigated, no specific root cause for the failure in the "power supply board" can be identified. However, the failure was reviewed by getinge life cycle engineering (lce) and the most probable root cause could be determined as age-related wear and tear of the component (power supply board) due to the age of the machine (manufactured in 2008). Following further probable causes were also considered by lce:- fuse f6 defective/triggered - measuring shunt r1 blown - relay rel1 for switching between mains operation and battery operation or its control (d4, t1, ic6) defective. The basic position is mains operation, without active control it remains there. Based on these investigation results the reported failure could be confirmed due to a defective power supply board, however no specific root cause, for the failure in the board, could be identified. The review of the non-conformities has been performed on 2025-01-21 for the period of 2008-04-25 to 2025-01-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2008-04-25. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. This event occurred on the german market on a significantly similar device to "base unit, rotaflow", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, rotaflow with catalog number 701010874. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in germany. It was reported that the rotaflow switched off during use in battery mode. No more information provided. More information requested but still pending. No harm to any person has been reported. Due to the information that the pump has stopped during use, a report is required. Complaint ID: (B)(4).